Event description:
It was reported that there was high impedance greater than 3000 ohms, high thresholds, and a header malfunction. It was further reported that the setscrew was not advancing properly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: it was reported that there was high impedance greater than 3000 ohms, high thresholds, and a header malfunction. It was further reported that the setscrew was not advancing properly. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, high, malfunction, high threshold.